Manufacturer narrative:
The reported event is in the product labeling and further investigation is being performed. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated to seven different areas on the chest using the coolsculpting elite control unit. A thermal event was associated to the treatment in the left chest area where the c150 applicator was placed. Two days later there was a re-treatment of the left chest area which triggered another thermal event. Thirteen days later the staff noted a visible demarcation where the applicator was placed and discoloration of patient's nipple. They opted not to treat the patient that day. A week later, staff followed up with the patient and it was noted the area was slightly improving, however the skin looked like it was starting to peel.

Event description:
Upon further review of the reported event, the event is not reportable.